Event description:
It was reported that cadd solis vip pump alarms error code 45169. No further details provided.

Manufacturer narrative:
B5: additional information received, by smiths medical/ICU on (B)(6) 2022 via email. And attached to complaint object. There was no patient's involvement. And the event happened, during bench test.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed nothing out of the ordinary with the tamper seals upon receipt. This was the first time the unit was in for service. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. Root cause of the reported event is attributed to customer induced impact, scraping and possible dropping. Actions to include replacement of the front housing, light emitting diode (led) flex, latch lock are needed as well as clear the error code. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown